Manufacturer narrative:
The complainant's alleged deficiency could not be confirmed. Evaluation of the returned nova max plus blood glucose monitor and blood glucose test strips met all test specifications. Nova biomedical will continue to monitor for recurrence as part of our post market surveillance program.

Manufacturer narrative:
The blood glucose monitor and test strips are expected to be returned for evaluation. The DHR for the meter was complete and contained all relevant data indicating the product put into finished goods met all specifications. Qa retain blood glucose test strips from the identified lot did not reveal any performance failure. Results obtained were within specification.

Event description:
Complainant called into report a high blood glucose reading. Subsequent to troubleshooting with nova max glucose controls and to back to back blood glucose values. The difference was determined to be clinically signifigant.